Manufacturer narrative:
As reported, once the polyethylene glycol (peg) of 6f/7f mynxgrip vascular closure device (vcd) was delivered (shuttled) down to the top of the artery, unable to bring the shuttle back up to handle (in rail alignment) in order to expose the advancer tube. There was no reported patient injury. The physician had been using mynx for approximately 10 years. The device was not returned for analysis. A product history record (phr) review of lot f2108502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failing to open the sheath¿s stopcock prior to the shuttle down step, may have contributed to the reported event. This can result in a premature swelling of the sealant since the blood trapped in the sheath has nowhere else to go if the user is providing temporary hemostasis with the balloon. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up, increasing its profile. During the unsheathing step after shuttle advancement, the moistened sealant can cause resistance and prevent the procedural sheath from being retracted during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2108502 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, once the polyethylene glycol (peg) of 6f/7f mynxgrip vascular closure device (vcd) was delivered (shuttled) down to the top of the artery, unable to bring the shuttle back up to handle (in rail alignment) in order to expose advancer tube. There was no reported patient injury. The physician had been using mynx for approximately 10 years. The device will not be returned for evaluation.